Event description:
It was reported that an alarm was heard. The alarm was confirmed by telemetry to be critical and to have occurred (B)(6) 2011. The alarm occurred due to a motor stall. As of (B)(6) 2011 the motor stall had not recovered. No MRI or environmental exposure was reported. Additionally, per the reporter, the pt experienced withdrawal and increased pain. It was determined that the pt's pump will be replaced. At the time of the event, the pump was administering 2.4 mg/day of morphine (concentration 12.5 mg/ml) to the pt. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).